Manufacturer narrative:
Additional information noted that when the alert was triggered the patient had an ablation procedure, upon further follow up all measurements were within normal range. The patient was discharged and the system remains implanted. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due to out of range shock and pacing impedances. At this time the system remains implanted. No adverse patient effects were reported.